Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument jagged curves were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system; ent bac. The following information was provided by the initial reporter: " some plots indicated jagged curves specifically on run #2453 for ent bac 52 on a partial run".

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported that they received a discrepant results on bd-sars-cov-2. Customer reported that they performed em weekly on the 3 zones per the excel spreadsheet. Field service was dispatched. Field service replaced pump #2, #3, and #4 and performed cal-rack and magnet alignment. Field service performed qualification run, but the resulted in evaluate in several lane. Field service cleaned the reader, but the issue persisted. Field service replaced the b-side reader, but the evaluate continued. Field service replaced the b-side heater mux and the instrument passed qualification run. Mas and customer performed an extended em run and found contamination on the instrument and in the lab. Customer conducted decontamination and issue resolved. Instrument was returned to the customer functional. Review of device history record for instrument serial number, ct0247 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 19apr2013, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Root cause is determined to be due to customer workflow. Complaint is unconfirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument jagged curves were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system; ent bac. The following information was provided by the initial reporter: " some plots indicated jagged curves specifically on run #2453 for ent bac 52 on a partial run."